Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and action taken with pd therapy were not reported. Treatment and patient outcome were unknown. The reporter declined to provide additional information.